Manufacturer narrative:
(B)(4). As the product was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was observed in the patient line of the cassette during initial drain of peritoneal dialysis. The technical service representative assisted the home patient to end therapy and advised to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.